Manufacturer narrative:
The clinical evaluation confirmed the endoleak 3b and an endoleak type 2. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. Devices remain implanted in the patient and were not returned for evaluation. The root cause is unknown, there is not enough information to determine the root cause of the type 3b endoleak. The device was not returned for further evaluation. Potential contributing factors to the reported event include; off-label, severe calcifications seen at 2m post implant might have contributed to the eventual distal endoleak. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) /2013. Upon follow up computed tomography (CT) showed an unknown endoleak. An angiogram confirmed a type 3b endoleak. The physician elected to implant an additional bifurcated stent and a suprarenal aortic extension to seal the endoleak. The patient is stable.